Event description:
It was reported to philips that the allura system would not boot up successfully. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in the start of planned non-emergency cardiac arrhythmia treatment when the issue occurred, and the procedure got delayed and completed by doing warm restart. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting. Analysis of the system log file showed that there was some error related to geo ipc. During troubleshooting, the rse found that the geo pc failed. The geo pc was replaced. After replacement of the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.